Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose (bg) was "high" (specific value was not provided). Customer completed a supply change and gave a manual injection to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.